Event description:
It was reported to MFR that the vns pt presented to the physician with a significant increase in seizure activity in (B)(6) 2009. A lead fracture was suspected by the physician at that time due to the sudden increase in seizures, and due to high lead impedance, dcdc=7, resulting from an unk type of diagnostic test performed by the physician. The device remained on at that time, and the interventions taken at that time are unk. The MFR rep visited the site in (B)(6) 2009, where again the pt was seen for follow up and high lead impedance again resulted from a system diagnostic test. Evoke potential monitoring was performed, revealing the presence of a lead fracture. The device output current was programmed off at that time. It was reported that the pt is involved in contact sports and wears a protective shield covering the location of the lead and generator. Good faith attempts to obtain add'l info have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.